Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. There was no report of any issues with the ion system, instruments or accessories. Additional information was requested. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization for an unspecified amount of time. No additional information was available. Multiple follow-up attempts to obtain additional information were made; however, no further details were provided.